Event description:
It was reported, multiple olympus devices malfunctioned multiple times. There are a total of 4 MDR reports for this event. Event 1 of 4 (patient identifier (B)(6)): it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6)) and the otv-s400 (serial (B)(6)). This is for the camera head (ch-s400-xz-eb). Event 2 of 4 ((B)(6)): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown camera head used with the unknown otv-s400. Event 3 of 4 (etq (B)(6) : it was reported, there was no image identified when cleaning and disinfecting. The customer was unable to identify the malfunctioned device and therefore this event will be reported for both the camera head (serial number (B)(6)) and the otv-s400 (serial (B)(6) ). This is for the camera control unit (otv-s400). Event 4 of 4 (etq (B)(6)): the customer also reported no image occurred during "multiple times" in different surgeries. The customer was unsure of the model and serial numbers for the devices involved and which device malfunctioned. Therefore, this is for the unknown otv-s400 used with the unknown camera head. This report is for event 3 of 4 and patient identifier (B)(6).

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The unit was not producing an image due to a faulty printed circuit board. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the no image failure was the result of a damaged printed circuit board. Olympus will continue to monitor the field performance of this device.